Event description:
Pt was revised to address femoral loosening at the cement/bone interface.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search for the cement was not possible as the product and lot code required was unavailable. A search of the complaint database for the stem found no prior reports for this part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.